Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 200-300 mg/dl. Customer changed the cartridge to address the issue. Reportedly, on 2/11/23 the customer went to the emergency room with a blood glucose level of 456 mg/dl, and was subsequently, admitted into the intensive care unit (ICU). Customer attempted to address the elevated (bg) via correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage. A system check was performed by tandem technical support and the pump is functioning as intended.